Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement part shipped to the site (B)(4) 2012. Medtronic evaluation of returned suspect communication cable finds a continuity test revealed an intermittent connection at pin 1 of the 10 pin lemo connector. Flexing the cable near this connector causes the intermittence. Root cause was found to be electrical and is deemed related directly to the reported event.

Manufacturer narrative:
The device manufacture date is provided.

Event description:
A medtronic representative reported that if the stimpilot camera cable is moved, or wiggled, in any way, the camera communication will cease and the camera will begin beeping. It was confirmed that the connection to the camera was very stable. A replacement communication cable was requested. There was no patient present.